Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was blocked during the flush. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2022, the patient used the PICC + separator membrane connector for infusion, the flushing tube was smooth, the first pack of liquid was infused smoothly, and the liquid did not drip after. After various inspections, it was found that the separator membrane was abnormal and could not be infused normally, and the connector was replaced later. , the infusion is smooth."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was blocked during the flush. The following information was provided by the initial reporter, translated from chinese to english: on 2022-05-01, the patient used the PICC + separator membrane connector for infusion, the flushing tube was smooth, the first pack of liquid was infused smoothly, and the liquid did not drip after. After various inspections, it was found that the separator membrane was abnormal and could not be infused normally, and the connector was replaced later. , the infusion is smooth."